Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing impedances since (B)(6) 2025. It was noted no noise was present but the thresholds were slightly elevated. It was also noted this lead was an older lead. Technical services (ts) recommended to continue to monitor the patient. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).